Event description:
Customer reportedly obtained results of 217 mg/dl, 231 mg/dl, and 110 mg/dl on the aviva system within 10 minutes. No actions taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.